Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedances with current measurements greater than 125 ohms. The field representative recommending monitoring the patient. No adverse patient effects were reported. The lead remains implanted and in service.